Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided qt (B)(4). Model tdxsp, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that he tdxsp power chair has allegedly shut down on the consumer. There were allegedly no fault codes when the dealer diagnosed the chair but when he turns it on the joystick screen takes approximately 30 seconds before it displays the drive options. Invacare technician advised the dealer to replace the joystick. Quote #(B)(4) has been issued for a replacement joystick under warranty. The damaged product is to be returned to invacare for an inspection. No injury alleged.

Event description:
Dealer states "the chair shut down on the patient a few times." No injury alleged.